Event description:
It was reported that the tip of the drill broke during surgery.

Manufacturer narrative:
Device will not be retuned for evaluation. If additional information is received it will be submitted on a supplemental report.